Event description:
It was reported that patient presented in clinic for unrelated procedure. It was noted that the implantable cardiac defibrillator (ICD) was in back up mode. Programming changes were made, and backup mode was restored. There were no patient consequences.